Manufacturer narrative:
(B)(4). Device received with e52 alarm loop during power up. Unable to perform displacement tests due to e52 alarm. Insulin pump history download using thds was successful. However, there is no data available on event date (B)(6) 2021 complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms e52 alarmed is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Device had cracked battery tube threads, cracked reservoir tube lip, stained keypad overlay, stained end cap sticker, stained address/serial number label. Device had cracked battery tube threads confirmed. E52 alarm is isolated to mother board.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump case was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.